Event description:
Event description guidant received information that the patient with this pacemaker and lead reported to the clinic with ventricular loss of capture and high pacing thresholds greater than 6 volts. The doctor explanted both the pacemaker and the lead. Several months later, the products were returned for analysis.